Manufacturer narrative:
(B)(6). The subject device was received and evaluated. Device evaluation found the connecting tube has a buckling and has a scratch. Play observed on angulation and was out of specifications. The reported issue of "reduced angulation and wrinkles over connecting tube " was confirmed. Furthermore, inspection found the forceps elevator has foreign material. The air/water nozzle found blocked with foreign material. Additionally, the control unit, scope cover , right/left and up/down knob were noted to be dirty. These findings noted to be due to handling/insufficient cleaning, reprocessing . Additionally, the following defects/findings were identified during device inspection: objective lens has a chip. Image guide (ig) protector noted damaged. Universal cord has a scratch. Forceps channel port has a dent. Due to damage on forceps elevator, forceps elevator touches distal end cover and forceps elevator does not move smoothly. Due to damage on k-wire, forceps raising angle does not meet the standard value. Due to damage on k-wire, fixing force of guide wire does not meet the standard value. Due to damage on ccd unit, the image has black dots. Due to clogging of nozzle, water removal ability does not meet the standard value. C-cover has a scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device observed to have reduced angulation. Wrinkles over connecting tube were observed. The issue found during reprocessing. No patient involvement on this reported event. No harm reported. No user injury reported.device evaluation found the forceps elevator has foreign material. The air/water nozzle found blocked with foreign material. This report is being submitted for foreign material found on the forceps elevator and air/water nozzle blocked with foreign material (handling/reprocessing/insufficient cleaning issue).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b3 (inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the a/w (air/water) nozzle had foreign material, device was dirty, and forceps elevator had foreign material, all remained due to the device not being completely reprocessed before it was sent to olympus. The foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "detection method is included in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Preventive measures are included in evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories." Olympus will continue to monitor field performance for this device.